Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they received an urgent letter about their quicksets. The customer was assisted with troubleshooting but there was no occlusion detected. The customer was advised to change their reservoir and to monitor the insulin pump for any issues.